Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps. All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported issue. It should be noted that per instructions for use, states that ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported improper or incorrect procedure or method was due to user deviating from the IFU. The reported unintended movement was a cascading effect of the reported use error. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and m-knob was applied. However, the clip moved in the opposite direction. It was then observed the device had been miskeyed. The physician decided to remove the device and replaced it with a new xtw. While preparing the new xtw, a leak was observed at the lock lever cap. The lock lever cap was attempted to be unscrewed, but it was noted to be very difficult to unscrew. The physician felt as though the threading of the device was not correct causing the seal to be poor. The cap was reattached, but the leak continued to occur. Therefore, the clip delivery system (cds) was not used and was replaced. One clip was then successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.